Manufacturer narrative:
An event of valve under expansion was reported. Possible contributing factors for valve under expansion include sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that patient had third-degree atrioventricular (av) block and the block remained. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve under expansion could not be conclusively determined. It is possible patient condition contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 308-176s and heparin was administered. A pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. After aortic valve crossing and the non-abbott wire positioning the patient had a third-degree atrioventricular (av) block and the block remained. A continuous pacing over temporary wire was given, no heart rate spontaneously and a permanent pacemaker was implanted. The valve fully re-sheathed 3 times due to the implant depth was too high. The final implant depth was 5mm on the left coronary cusp (lcc) and 7mm on the non-coronary cusp (ncc). A post-implant balloon valvuloplasty with a 24mm non-abbott balloon due to under expansion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 308-176s and heparin was administered. A pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. After aortic valve crossing and the non-abbott wire positioning the patient had a third-degree atrioventricular (av) block and the block remained. A continuous pacing over temporary wire was given, no heart rate spontaneously and a permanent pacemaker was implanted. The valve fully re-sheathed 3 times due to the implant depth was too high. The final implant depth was 5mm on the left coronary cusp (lcc) and 7mm on the non-coronary cusp (ncc). A post-implant balloon valvuloplasty with a 24mm non-abbott balloon due to under expansion.